Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument would break the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The type of clip used was teleflex. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occured on the third clip application. The surgeon used another clip applier to resolve the issue. There was no harm to the patient. There were no photos or videos to review. The patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip applier breaks the clips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.